Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Customer just ate some food and tried to program a bolus. Customer stated that he noticed that the buttons were going in and out and stopped working. Customer also had a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.